Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer treated with coke and orange juice. The customer was able to treat due to an alarm for the insulin pump. The customer also inquired about the scroll wrap feature but did mention that he does not use the manual bolus feature of the insulin pump. No additional information was provided.